Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Summary of event: as reported, during treatment of a postpartum hemorrhage (pph) due to uterine atony, a 'cook bakri postpartum balloon with rapid instillation components' device was used but would not stay in place. During the c-section, the user removed the placenta then placed the balloon in the patient and injected 500ml of saline into the device, the balloon then slipped/migrated down during use. The patient lost ~900ml of blood prior to device difficulty and an additional ~900ml after the difficulty; total estimated blood loss (ebl) was ~1800ml. It was reported that the device remained indwelling for ~3 hours. Procedure was completed using another balloon. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The patient was transfused with six (6) units of blood. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot 14503318. A complaint history database search showed one other complaint associated with the complaint device 14503318; however, due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU t_j-sosr_rev4 ('bakri postpartum balloon') supplied with the device states the following in consideration of the reported failure mode: warnings: ¿the maximum inflation is 500ml. Do not overinflate the balloon. Overinflation of the balloon may result in the balloon being displaced in the vagina.¿ ¿patients in whom this device is being used should be closely monitored for signs of worsening bleeding¿¿ ¿patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorating or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding.¿ precautions: ¿avoid excessive force when inserting the balloon into the uterus¿ instructions for use - transabdominal placement, post-cesarean section: ¿determine uterine volume by direct examination.¿ ¿remove the stopcock to aid in placement¿¿ ¿have an assistant pull the shaft of the balloon through the vaginal canal until the deflated balloon base comes into contact with the internal cervical ostium.¿ balloon inflation (with syringe): "note: to ensure that the balloon is filled to the desired volume, it is recommended that the predetermined volume of the fluid be placed in a separate container, rather than relying on a syringe count to verify the amount of fluid that has been installed into the balloon." "3. Once the balloon has been inflated to the predetermined volume, confirm placement via ultrasound." "4. If desired, traction can be applied to the balloon shaft. In order to maintain tension, secure the balloon shaft to the patient's leg or attach to a weight, not to exceed 500 grams." "Note: to prevent displacement of the balloon of the balloon into the vagina, counterpressure can be applied by packing the vaginal canal with iodine- or antibiotic-soaked gauze." Balloon inflation (with rapid installation components): "note: ultrasound should be used to confirm proper placement of the balloon once the balloon is inflated to the predetermined volume." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address = phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during treatment of a postpartum hemorrhage (pph) due to uterine atony, a 'cook bakri postpartum balloon with rapid instillation components' device was used but would not stay in place. During the c-section, the user removed the placenta then placed the balloon in the patient and injected 500ml of saline into the device, the balloon then slipped/migrated down during use. The patient lost ~900ml of blood prior to device difficulty and an additional ~900ml after the difficulty; total estimated blood loss (ebl) was ~1800ml. It was reported that the device remained indwelling for ~3 hours. Procedure was completed using another balloon. The device was not handled by or in the proximity of any metal tools that may have damaged the balloon. The patient was transfused with six (6) units of blood. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.